Event description:
It was reported that the patient was given a holter monitor after complaining of dizzy spells. The monitor showed pauses to the 40's on heart rate when the device base rate was set to 60 ppm. Several thousand sensed events were also noted in the 130-229 heart rate bins.